Event description:
It was reported that pump experienced rapid battery drainage. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, was noted to be outside warranty and in process of pump renewal, and no additional information was received regarding any corrective actions or final outcome of event.